Event description:
(B)(4). It was reported that restenosis occurred. In (B)(6) 2013, the patient present with stable angina pectoris. The 90% stenosed, 20x 2.25mm, de novo, eccentric, type c, diffuse lesion of more than 2cm in length, with a >45 and <90 degree bend and timi 3 flow target lesion was located in the non-calcified and mildly tortuous posterior descending septal perforators segment (dsp). The lesion was treated with placement of a 2.25x24mm promus element¿ plus stent at 14 atmospheres without pre-dilation. Following post-dilatation, residual stenosis was 0% with timi 3 flow. The procedure was completed without any issues. One day post procedure, the patient was discharge. In (B)(6) 2014, the patient presented with coronary restenosis in posterior descending septal perforators segment (dsp). The lesion was treated with percutaneous coronary intervention (pci). Post procedure, the patient's condition was improved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.   (B)(4).